Event description:
Patient revised because of pain, found subsidence of tibia and medial varus. Revised to a total knee.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported pain and subsidence; however, the reported patient large physical stature in combination with activity level could be contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the investigation can be reopened. Depuy considers the investigation closed.